Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has been identified. There have been no other complaints reported in the lot number. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the gusset and distal area. No cartridge returned for evaluation. Qualified associated products were indicated. The reported lens stuck in the delivery system complaint could not be confirmed. The lens was not returned in the condition described. The lens was not returned stuck inside a cartridge. The lens was returned in the lens case. However, information was provided on the attached questionnaire that the amount of viscoelastic used was "a drop". The root cause appears to be a failure to follow the instructions for use (IFU). The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the lens halfway through insertion but did not release additional information was requested.